Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that the implantable neurostimulator ¿wouldn¿t charge above 50%.¿ interrogation of the device revealed a power on reset (por) message. Upon clearing the por message, the physician programmer read that the battery had ¿0.000 bat left.¿ however, upon meeting with the patient during the following week, the battery was at 3.4 v. The manufacturer representative involved with the even thought that he had checked the battery too soon after the battery was recovered from the por and that he had not allowed enough time for the battery to get a charge. It was noted that the reason for the battery being discharged was patient compliance and that the issue was resolved as of (B)(6) 2017. The patient¿s indication for device use was complex regional pain syndrome type ii.